Manufacturer narrative:
Approximate age of device: 3 years and 11 months. The patient remains ongoing with the device. A portion of the percutaneous lead (driveline) was received and investigated. Manufacturer investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported low speed/pump stoppage events recorded in the submitted system controller log file. Review of the submitted system controller log file confirmed the occurrence of multiple low speed/pump stoppage events on (B)(6) 2018 and (B)(6) 2019, which were associated with low speed advisory/hazard alarms and low flow hazard alarms as well as elevations in pump power up to 15.8 watts. The abnormal pump operation occurred only while the system was operating on the mobile power unit (mpu) and power module and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2019 under work order (B)(4) and approximately 18.5 inches of the external portion of the driveline was returned for evaluation. A clamshell and rescue tape repair were present at the distal end of the driveline. Electrical continuity testing of the driveline segment in its returned condition revealed no wire discontinuities; however, an electrical short between the orange wire conductors and the metal shield was induced when the driveline was manipulated at its distal end near the metal connector. Incidental finding: a tear in the outer silicone sleeve was noted beneath the rescue tape repair adjacent to the terminus of the distal end bend relief; however, no damage was noted to the underlying clear bionate layer in this location. Upon removal of the outer silicone sleeve, the clear bionate showed evidence of distortion consistent with melting due to an electrical short at approximately 1 inch from the metal connector. The driveline segment showed multiple areas of breakdown of the metal braided shield consistent with approximately 4 years of use, which appeared most severe towards the distal end of the driveline at approximately 0.5-3.5 inches from the metal connector. Examination of the underlying wires revealed that the wires were kinked at approximately 1 inch from the metal connector. Visual inspection of the wires in this location identified breaches in the insulation of the orange and yellow wires at approximately 1 inch from the metal connector, exposing the inner metal conductors. The exposed conductors of the orange wire showed darker areas of corrosion consistent with an electrical short. The observed damage to the orange and yellow wires appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. If the exposed conductors of either of the compromised wires contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted log file data. The system also had the potential for an electrical short to occur on battery power to cause an interruption in pump function if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the braided shield. Heartmate ii left ventricular assist system IFU (document 106020, rev. H): section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced red heart alarms on their mobile power unit. On (B)(6) 2019 the patient was seen in clinic and alarmed as soon as they were connected to a grounded cable. Per the account, the patient had clamshell and rescue tape at the distal bend relief. Per the account, the patient had a driveline repair done on (B)(6) 2019; after the repair no alarms were present when the patient was connected to a grounded cable. The patient was sent home with a "no" ground cable until analysis of the replaced lead is completed.